Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. As a result, device was explanted and replaced with a new device. No additional adverse patient effects were reported. The device was disposed by the facility, therefore, not expected to be returned for investigation.